Manufacturer narrative:
The device was discarded and therefore not available for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The biometry values for surgeon factor and acd constant lens calculations were found to be transposed. Corrections were made. Bausch + lomb will continue to monitor such events.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye (os), the patient complained of blurry vision to the point of pain. A successful lens exchange was performed two weeks after initial implant using the same model, different diopter iol. In the surgeon's opinion, the most likely cause of the event was the values for the surgeon factor and acd constant. Once corrections were made, the proper lens power was chosen & worked perfectly after lens exchange. The patient's outcome was good.